Manufacturer narrative:
Follow-up from 27-jul-2015: follow-up attempts were done, with no response to date. Case considered closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the mechanism worked but catheter looked fractured. The reported event, regarded as suspicion of device breakage, was considered non-serious and is listed according to product technical analysis (ptc). Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, physician stated devices tips were bent when the product was opened and the catheter looked fractured during the procedure. Considering the reported event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was considered an other reportable incident as although there was no death or serious health deterioration to the patient this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit. Despite follow-up attempts no further information was obtained.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Physician reported that the delivery wire and catheter were bent when package was opened. The mechanism worked but the catheter looked fractured. No injury occurred to the patient. Bilateral placement was achieved. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the mechanism worked but catheter looked fractured. The reported event, regarded as suspicion of device breakage, was considered non-serious and is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, physician stated devices tips were bent when the product was opened; a product technical analysis will be requested for further evaluation; nevertheless since the reported event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was considered an other reportable incident as although there was no death or serious health deterioration to the patient this might have occurred under less fortunate circumstances. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: as of 4/7/2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated insertion. The ae case refers to usability issue. However, no adverse events have been reported. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the mechanism worked but catheter looked fractured. The reported event, regarded as suspicion of device breakage, was considered non-serious and is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, physician stated devices tips were bent when the product was opened. Nevertheless since the reported event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was considered an other reportable incident as although there was no death or serious health deterioration to the patient this might have occurred under less fortunate circumstances. A product technical complaint analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is being sought.